Manufacturer narrative:
Per complaint report, as of case ending time, the pt's condition was as would be expected.

Event description:
The probe began freezing up to the skin, it was replaced and procedure continued as normal.